Event description:
Dexcom employee contacted dexcom technical support via email on behalf of the patient on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Three subsequent attempts were made to contact the patient with no success. There was no report of any medical intervention or injuries.